Manufacturer narrative:
Follow up 13-jul-2016: legal claim was received from lawyer on behalf of plaintiff. Essure was inserted in (B)(6) 2007. After being implanted with essure, this plaintiff suffered from severe and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding for 4 to 5 months straight with very heavy bleeding and her menstrual cycles have been long and heavy with at times clotting. She learned a year ago through a pelvic x-ray that her coils were not in place anymore (seen as device dislocation). These events are considered serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur and there is also a risk that the device could move out of fallopian tubes. Considering the nature of the events, a causal relationship between the events and suspect insert cannot be excluded. In this case, it was reported that essure coils need to be removed as soon as possible. This case was regarded as incident since a device removal was required. Additionally, other serious events (unlisted and unrelated) and several non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. This case became legal upon follow-up, thus further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0015 and FDA-2014-n-0736-0423, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted in 2007 for contraception. Consumer reported that she was mother of 4 sons and has had essure for over 8 years. Her first problems occurred 6 months later and the procedure would be done after her 6 weeks checkup after her last delivery. She has experienced bleeding for 4 to 5 months straight with very heavy bleeding and questioned the doctor about if her essure was causing it and the answer was no. She also had weight gain and not being able to lose it has been a problem the whole time, migraines, stiff joints, severe bloating as to which she looked very much pregnant. She felt so much pressure in her stomach and felt like a volcano about to erupt, back pain, legs felt very heavy at times, as it there made of lead. Her joints were aching all the time, her left knee was the worse. She felt like there was a burning sensation running through her body, hands, arms, legs and feet go numb at times throughout the day and sleeping throughout the night. Her body felt so inflamed, intercourse was not very comfortable, and sometimes it could cause spotting afterwards. Her menstrual cycles have been long and heavy with at times clotting. She has made trips to emergency room several times, and once had to have a life saving transfusion, due to one of those heavy cycles. Her memory was not very good and focusing on task was hard. Utis (urinary tract infections) and bacteria infections. She learned a year ago through a pelvic x-ray that her coils were not in place anymore. They need to be removed as soon as possible. Follow-up received on 08-sep-2015: ptc investigation result was provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assesment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding for 4 to 5 months straight with very heavy bleeding and her menstrual cycles have been long and heavy with at times clotting. She learned a year ago through a pelvic x-ray that her coils were not in place anymore (seen as device dislocation). These events are considered serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur and there is also a risk that the device could move out of fallopian tubes. Considering the nature of the events, a causal relationship between the events and suspect insert cannot be excluded. In this case, it was reported that essure coils need to be removed as soon as possible. This case was regarded as incident since a device removal was required. Additionally, several non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information received on 03-nov-2015. This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in sep-2015 (FDA-2014-n-0736-2537). Additional information received on 10-nov-2015 and 21-nov-2015: consumer experienced severe blood loss and transfusion, flutters, spasms, bruising, hair loss and occasional bald spots appeared at times, brain fog and just felt like she did not comprehend things as good anymore, sinus issues, dental issues, severe fatigue, very low energy and give out of breath quickly, thyroid issues, low iron, bladder infections, cramping as if she was going to start a cycle, gall bladder surgery in 2014 due to gall bladder inflamed and gall bladder infected, insomnia, diarrhea, constipation and mood swings. Consumer stated that she experienced numbness tingling throughout her body, suffer in pain and lots more effects. Her body was not the same since essure is poison. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding for 4 to 5 months straight with very heavy bleeding and her menstrual cycles have been long and heavy with at times clotting. She learned a year ago through a pelvic x-ray that her coils were not in place anymore (seen as device dislocation). These events are considered serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur and there is also a risk that the device could move out of fallopian tubes. Considering the nature of the events, a causal relationship between the events and suspect insert cannot be excluded. In this case, it was reported that essure coils need to be removed as soon as possible. This case was regarded as incident since a device removal was required. Additionally, other serious events (unlisted and unrelated) and several non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.